Event description:
During a ptca treatment procedure, the maverick otw balloon ruptured at 5 atms on the initial inflation. The pt was asymptomatic during this event. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.